Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The harmonic device produces heat in order to cut and coagulate tissue. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times.

Event description:
It was reported that during a struma procedure, the focus shear got extremely hot at the shaft and had to be replaced by a new one. The surgeon feels that the device was getting pretty hot but didn't got any burn from it neither the patient. No further information from the surgeon. There were no adverse consequences for the patient.